Event description:
It was reported that a patient never had therapeutic effect since implant. The reporter stated that the patient "may be straining more than ever before." It was reported that the patient had increased amplitude to a point that it was no longer comfortable. The patient had tried programs 1 and 2 and not 3 or 4, but planned to try them. It was reported that the procedure was very painful and the patient got a urinary tract infection right after the procedure. The "procedure" may refer to the implant procedure. Ten days later, it was reported that the patient had a lack of success thus far. The reporter stated that the patient had tried to make adjustments to the stimulation but found that if she had higher voltage it could lead to stimulation that was painful. A week later, it was reported that the patient was still having concerns with her device or therapy but had not sought further help. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03gdm, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).